Event description:
A medtronic representative relayed a third-hand report of an alleged inaccuracy, during navigation, of approximately 1-4 mm related to use of a fusion navigation system. The surgeon making the claim provided no specific dates, or case details, to allow further investigation. The medtronic representative went to the site, performed a tracer registration on resin head and found no issues with accuracy on the fusion navigation system. At that time, the medtronic representative observed two procedures, with surgeons, both were successful and accurate. There was no impact on patient outcome reported.

Manufacturer narrative:
Efforts were made to obtain patient information, however, patient identifier, age and weight are unavailable from the site. Following the allegation, a medtronic representative, at the site, performed a phantom registration and accuracy was tested on all instruments. Navigation was accurate during that test and during two subsequent surgeries. No fault found. The system logs and exams from the reported event were deleted from the system and unavailable for analysis. No further issues were reported.